Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device with a non-medtronic 6fr sheath and a 4.0mm spider fx embolic protection device to treat a 20mm severely calcified cto (chronic total occlusion-100%) in the patient¿s distal right popliteal artery of 5mm diameter. Slight tortuosity was reported. The IFU was followed and the device was prepped without issue. The vessel was pre-dilated. No resistance was felt during advancement. The device stopped packing after a couple of passes. The physician removed it to clean but it would only advance about one third of the way after cleaning. It was reported to have been flushed multiple times with no visible tissue observed but the cutter would not pack more than one third of the way. The device was replaced with a new hawkone h1-m to complete the atherectomy followed by a 5x40 chocolate pta balloon and a 5x40 inpact admiral. No patient injury was reported.

Manufacturer narrative:
Additional information the cutter remained inside the housing during withdrawal from the patient. The device was safely removed from the patient with no obvious damage to the cutter. The blade returned into the housing during withdrawal from the patient if information is provided in the future, a supplemental report will be issued.